Event description:
Customer reported that a pump did not detect the cartridge, leading to a cartridge change error. There was no reported impact on the customer's blood glucose level. The customer decided not to return the pump since it was no longer under warranty, and no further actions or outcomes were reported.